Event description:
The patient had his medtronic crt-d changed to a st. Jude crt-d during this hospitalization. The patient has a history of cardiac sarcoidosis, diagnosed 11 years ago and developed non-ischemic cardiomyopathy 4 years ago. He also has congestive heart failure with a nyha fc of iii with wide qrs complex on 12-lead ECG. He has been optimized from medical standpoint and underwent a biv-ICD implantation for heart failure treatment and primary prophylaxis of sudden cardiac death 5 months ago. During implantation, he was found to have high dft (defibrillation threshold), 35 joules, a maximum output for the device, failed to terminate the vf. He subsequently underwent a subcutaneous array implantation 2 days later. However, despite a combination of subcutaneous array and dofetilide treatment, he experienced unsuccessful defibrillation for vf last month. He presents today for a pulse generator change from medtronic to a st. Jude crt-d as well as defibrillation threshold testing.